Event description:
It was reported that the customer's insulin pump was not delivering the bolus properly. Troubleshooting occured, and the customer requested the insulin pump be replaced. Customer's blood glucose level at the time 239mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The device had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and stained end cap sticker.